Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed a detached tip with a reddish material. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. Due to this tip failure situation, a manufacturing investigation was requested. The investigation team determined that the catheter issue was associated with improper handling, as the manufacturing process includes multiple inspections related to the tip, dome, and shaft. Root cause: undetermined. Based on the line investigation, procedural review, inspection records, and physical examination of the failed catheter, the actions of the manufacturing processes are not considered the root cause. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation; the damaged tip issue is unrelated with the customer reported issue. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07 / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the tip detachment identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported puller wire (deflection) issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a detachment in the catheter tip. It was initially reported by the customer that the catheter was not handling as expected. It was suspected the pull wires are defective. There was no patient consequence. The customer's reported puller wire issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2026, the bwi pal revealed that a visual inspection of the returned device found a detached tip with a reddish material. These findings were reviewed and assessed the issue of a ¿detachment¿ in the tip as an MDR reportable malfunction since the integrity of the device has been compromised.